Manufacturer narrative:
H.6. Investigation summary: one sample was received. It came in a plastic bag. It has no packaging flow wrap. It has the plunger rod-rubber stopper and no solution. It has no tip cap. The plunger rod has been removed from the syringe. The plunger rod was assembled back to the syringe, screwed in the stopper. It works fine. The barrel has a retaining ring on the top to let the plunger rod stop at that point. The plunger rod was pulled up and stopped at the retaining ring. To remove the plunger rod from the syringe required 14.5 lbs. There is no specification for this test, as the syringe is designed to push the plunger rod down to expel the saline solution. The syringe is not designed to pull the plunger rod back. No manufacturing issues were experienced during the production of these products. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. The defect was not confirmed and the root cause could not be determined. At this time, no corrective actions are necessary. H3 other text : see section h.10.

Event description:
It has been reported that one bd posiflush¿ syringe has been found with a loose stopper before use. The following has been provided by the initial reporter: when opening the package, customer found that the plunger of the flush was fell off.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd posiflush¿ syringe has been found with a loose stopper before use. The following has been provided by the initial reporter: when opening the package, customer found that the plunger of the flush was fell off.